Manufacturer narrative:
This report is being supplemented to provide correction on b3, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation with the information available, it is likely that the reported issue regarding the image problem was caused by a failure of the printed circuit board. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii video system center had no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.